Manufacturer narrative:
Block b3: exact date unknown, event occurred between (B)(6) 2023 and (B)(6) 2024. Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 30128373.

Event description:
It was reported that the boston scientific representative called the physician to confirm date on stage ii of the deep brain stimulation (dbs) procedure. The representative was informed that the patient experienced an infection at the dbs lead site sometime after stage I and was placed on anti-biotics, all devices remain implanted per the physicians statement. Additional information has not been provided despite good faith efforts.